Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device stopped ventilating. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified. During internal inspection it was found that the tubing was disconnected from the airway pressure connector on the connector panel. How the tubing became disconnected could not be determined. Following the repair, the device passed all complete calibration and outgoing systems tests. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.